Event description:
It was reported that during central processing, the tip of the maryland bipolar forceps instrument broke off during sterilization process. This issue occurred outside of a procedure and did not involve a patient.

Manufacturer narrative:
Intuitive has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.213" x 0.615" was found to be broken off the yaw pulley. One of the grips was completely detached and the broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws.